Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04599 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 biopsy forceps were used during a stomach biopsy procedure performed on (B)(6), 2010. According to the complainant, while withdrawing the forceps from the scope, resistance was encountered and the clevis was found to be bent. A second radial jaw 4 biopsy forceps device was used, however, resistance was encountered during withdrawal and the clevis was found to be bent. The procedure was completed with a third radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the clevis arms were bent. Functionally, the jaws of the forceps opened and closed within specification considering the bent clevis arms. The condition of the returned incident device confirms the reported condition since the bent clevis arms could interfere with device withdrawal from the scope. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04599 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 biopsy forceps were used during a stomach biopsy procedure performed on (B)(6) 2010. According to the complainant, while withdrawing the forceps from the scope, resistance was encountered and the clevis was found to be bent. A second radial jaw 4 biopsy forceps device was used, however, resistance was encountered during withdrawal and the clevis was found to be bent. The procedure was completed with a third radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. Olympus scope ((B)(4)). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.